Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the cautery cable of the maryland bipolar forceps instrument broke, however, no components fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the instrument and confirmed the one conductor wire is broken at the yaw pulley exit. Yaw pulley shows no signs of arcing. Grip cables are not derailed at wrist. Wire insulation does not appear cut or melted. Yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. Added range of motion of the grip could create excess tension on the wire, causing it to break. The wire may not have been securely attached to the grip and had poor strain relief. This condition could allow the wire to be pulled out during articulation of the wrist. Electrical continuity failed. Engineering also observed the main tube has a 2.75" long section with material removed. Damaged area is parallel to the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation in underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.